Event description:
A patient presented with an infection and splitting following skin cancer procedure on the right arm. The site was debrided and antibiotic therapy initiated. The patient had continued to purulent drainage one week following onset of event. The patient had re-excision of the infected area on 04/2006.

Manufacturer narrative:
K946271.